Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Customer did not request philips service for this event. There was no further information about root cause and resolution. No further investigation for this event is possible at this time. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart mrx indicating that the device failed to discharge. Device was in clinical use at the time of event. However, there was no harm or injury reported to philips.although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor defibrillator indicating that the defibrillator failed to discharge. A backup defibrillator was then used, which functioned properly, and the defibrillation was completed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.